Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump gave motor timeout error related call service 075 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data showed record of the reported call service alarm for motor related issue. The pump powered on functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without any incidences. The reported call service alarm issue was verified in the black box but not duplicated in the investigation. Unrelated to the call service alarm issue, the battery compartment was found to have cracked and moisture/corrosion was evident inside the compartment. A leak test showed a leak where the crack was located. No evidence of moisture intrusion was found inside the pump when the pump casing was opened.